Event description:
The end user first noticed a red rash like area under the pouch film approx 2 months ago. She does experience itching from the area at times. The reporter states the red rash like area will improve then return and or worsen but never completely resolves. She has tiny papules to her skin under the pouch film.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End user reported she saw her doctor who prescribed an antifungal cream and antifungal pills, but the rash never completely resolved. End user was recommended to use esteem 1-piece drainable pouch with cloth comfort panel and was instructed on cleaning her peristomal skin with water and a mild soap without lotions, moisturizers or creams. She was also instructed that if area does not improve or if she has any questions to contact her hcp for add'l instructions. The end user stated uses (B)(4) soap to cleanse her peristomal skin. She changes her pouch daily and has done so for years. End user was advised to put a cotton layer between her skin and her pouch until samples are received. From a clinical perspective, a causal relationship between the active life pch std clr 25mm and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No add'l patient/event details have been provided to date. A return sample for eval is not expected. Reported to FDA on 9/24/2013. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.